Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in a coronary artery. A stent had been recently placed and the physician was trying to cross it with a 2.25 x 28 synergy ii drug-eluting stent. It was noted that the stent began to come off the stent delivery balloon. Upon recognizing this, the physician removed the device with the stent halfway off the stent delivery balloon and completed the procedure with a non-bsc stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts from mid-section to the distal end of the stent were pulled and stretched distally over the distal markerband and the bumper tip. The undamaged section of crimped stent outer diameter (od) was measured and was within the maximum crimped stent profile measurement. Stent damage most likely occurred due to interaction of the returned device with an already placed stent. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred when excessive force was applied on the delivery system during handling of the device. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. Bsc ID: (B)(4), tw: (B)(4).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in a coronary artery. A stent had been recently placed and the physician was trying to cross it with a 2.25 x 28 synergy ii drug-eluting stent. It was noted that the stent began to come off the stent delivery balloon. Upon recognizing this, the physician removed the device with the stent halfway off the stent delivery balloon and completed the procedure with a non-bsc stent. No patient complications were reported and the patient's status was fine.